Event description:
It was reported that the user experienced intermittent bluetooth communication failures between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, resulting in repeated pairing failures despite restarts and toggling between g6 and g7 options; the issue aligned with a communication problem associated with the device¿s electrical and magnetic subsystem, including the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained unaffected. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.